Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). For weeks discrete pain left groin, then suddenly acute increase in pain without trauma or event.

Event description:
Country of complaints: (B)(6). For weeks discrete pain left groin, then suddenly acute increase in pain without trauma or event. Components in use listed as concomitant devices are: nk461 / biolox prosthesis head 12/14 28mm m. Nh094 / sc/msc ceramics insert 28mm 56/58 sym. Nh056t / plasmacup sc size 56mm. Na774t / plasmacup fixation screw 6.5x24mm. Nk724t / bicontact plasmapore 12/14 size 14mm.

Manufacturer narrative:
(B)(4). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Manufacturer narrative:
Investigation: an investigation could not be performed due to a lack of components. Batch history review: the device quality and manufacturing history records have been checked for all the lot numbers and found to be according to the specification, valid at the time of production. No similar complaints have been filed with products from this batch. Conclusion and root cause: based on the information available and as a result of our investigation, a product related failure can be excluded. The failure is most probably patient or usage related. It is possible that an overload situation and/or the implantation situation led to the breakage of the ceramic ball head. No CAPA is necessary.